Event description:
A malfunction was reported, involving software in which the pump sometimes required resetting. There was no adverse impact to the customer¿s blood glucose level. The case was created for documentation purposes only, and no further action was needed.